Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The atrial lead exhibited unacceptable thresholds, noise and was fractured. The device was reprogrammed.